Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they experienced diabetic ketoacidosis (dka) while wearing their pod, leading them to seek medical attention at the hospital. No specific details about the incident, symptoms, diagnosis, and treatment were provided.